Manufacturer narrative:
(B)(4). Catalog#: zteg-2p-36-202-pf. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent tevar. The patient's anatomical form were suitable for the procedure, and there was no problem with access route. It was planned to place the device from the distal side to proximal; first, zteg-2p-36-202-pf was to be placed distal side with adjusting at celiac artery, and then tbe-40-81-pf was to be placed at proximal side. After first stentgraft (zteg-2p-36-202-pf) was placed, ballooning was performed. However, the amount of blood leakage from hemostatic valve was increased ((B)(4)). So, anestheologist asked regarding the safety issue of the device. Also, the physician felt that the leakage of the flush solution of the second device was more than the first device while preparation ((B)(4)). Since aneurysm has been dissolved with placement of the first stent graft, he stopped using the second device and complete the procedure. Patient outcome: no adverse effect to the patient reported.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A4) unknown as information was not provided. D4) catalog#: zteg-2p-36-202-pf. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p070016. (B)(4). Summary of investigational findings: based on the information provided it was not possible to determine the exact root cause of the reported event and the product was not returned to aid in the investigation. However, a possible cause for hemostatic valve leakage could be due to a tear in the disk due to insufficient silicone oil usage. Internal actions was launched to mitigate this type of event. It changed oil application on the silicone disks. Since the device was manufactured prior to the implementation of actions, it is feasible to suggest that the root cause of the reported event is related to these changes. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent tevar. The patient's anatomical form were suitable for the procedure, and there was no problem with access route. It was planned to place the device from the distal side to proximal; first, zteg-2p-36-202-pf was to be placed distal side with adjusting at celiac artery, and then tbe-40-81-pf was to be placed at proximal side. After first stentgraft (zteg-2p-36-202-pf) was placed, ballooning was performed. However, the amount of blood leakage from hemostatic valve was increased ((B)(4)). So, anesthesiologist asked regarding the safety issue of the device. Also, the physician felt that the leakage of the flush solution of the second device was more than the first device while preparation ((B)(4)). Since aneurysm has been dissolved with placement of the first stent graft, he stopped using the second device and completed the procedure. Patient outcome: no adverse effect to the patient reported.